Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated his stimulation is set at 0.0, but he is still feeling stimulation since yesterday (B)(6) 2019. The patient stated if he lays down he will feel a shocking sensation. The patient stated before yesterday he had not used his ins in a long time. The patient also stated that he has a fall in the last 1-2 weeks ((B)(6) 2019). The patient then added he had multiple falls in the past three months. The patient was redirected to follow up with their healthcare provider (hcp) to have their ins and leads checked. No further complications were reported. No additional patient symptoms were reported.